Event description:
It was reported that a user experienced intermittent loss of bluetooth connection between the dexcom g7 sensor and the ilet bionic pancreas, with automatic reconnection occurring and the dexcom mobile app maintaining signal during ilet disconnects. Symptoms included none reported and blood glucose was not affected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview and case review to gather details on occurrence across sensors, lot information, firmware version, and app version. Investigation of this case revealed normal ilet operation with transient communication interruptions limited to the ilet interface while the cgm continued to function via the dexcom app. It was concluded that the event was a non-serious device communication issue with no adverse health effect and no product replacement indicated at this time.